Manufacturer narrative:
This report is for an unknown synthes uss ii construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: delfino, r. Et al (2017), selective anterior thoracolumbar fusion in adolescent idiopathic scoliosis, spine, vol. 42 no. 13, pages e788-e794 (spain). This retrospective and prospective study aim¿s to analyze the long-term results of selective anterior thoracolumbar instrumented fusion in a cohort of adolescent idiopathic scoliosis (ais) patients. Between 1978 and 2000, a total of 35 patients (86 percent were female) with a mean age of 16.6 years (range 10-18 years) underwent an open thoraco-abdominal approach. Of these patients, 19 patients were treated with unknown synthes universal spine system (uss). All the patients were evaluated preoperatively, postoperatively (1-year follow-up) and at least 12 years postoperatively. The mean final follow-up of the 35 participating patients was 17.3±0.59 years (range, 12-24 years), 7 patients had longer than a 20-year follow-up. The article did not specify which device is being used for the following adverse events: a (B)(6) year-old female patient consulted due to symptomatic lower adjacent disc degeneration, showing mr imaging of degenerative disc disease. 14 years after initial surgery she complaint of lumbar and leg pain. After failed conservative care, she underwent posterior lumbar surgery. 1 case of adding-on in an (B)(6) year-old patient with open triradiate cartilage, after t10-l3 instrumented fusion, who did not eventually need a revision surgery due to a correct coronal balance. 3 patients presented with back pain at final follow-up which needed conservative treatment (analgesics and physical therapy). This report captures the adverse event of back pain. This report is for an unknown synthes uss ii construct. This is report 2 of 2 for (B)(4).